Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. Subsequently, surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.